Event description:
It was reported that a patient underwent an ablation procedure with a lasso® 2515 nav eco variable catheter and a non-MDR reportable magnetic sensor error issue occurred. The bwi failure analysis lab received the complaint device for analysis. Analysis revealed that ring # 19 of the complaint device has the distal and proximal ends folded over and is sharp. This is a reportable device lab finding. Per the event description, there was no consequence to the patient and the procedure was completed using a similar like device. The awareness date was updated for this complaint to 1/22/2015, the date said issue was discovered in the bwi lab.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an ablation procedure with a lasso 2515 nav eco variable catheter and a non-MDR reportable magnetic sensor error issue occurred. The bwi failure analysis lab received the complaint device for analysis and discovered that the distal and proximal ends of ring #19 were folded over and sharp, an MDR reportable condition as such damage could pose risk to patient. The returned complaint device was visually inspected upon receipt and it was found that the distal and proximal ends of ring #19 were folded over and sharp. Additionally, the catheter connector was stuck to the cable connector, but no failure regarding this condition was reported. The ring condition was not originally reported on the complaint however further information received indicates that there was resistance while using the catheter, this might contributed to the damage ring. The catheter outer diameters were measured and it was found within specifications.. Then per the event reported the catheter was evaluated for eeprom, and the functionality of the biosensor catheter was tested on the carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The customer complaint cannot be confirmed. An internal correction has been opened to address the ring damage. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: carto 3 system (serial # unk). (B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time.